Manufacturer narrative:
It was reported that the patient underwent a laparoscopic hernia repair procedure for only one side on (B)(6) 2017 and the absorbable straps were used. During mesh fixation, some straps did not fixed the mesh, but dropped freely into the abdominal cavity. The patient was stable immediately after the event. Additionally, during the evaluation, it was noticed that the device was returned with the cannula cap broken. Additional information has been requested. The analysis results found that the device was returned with the cannula cap broken. One possible cause for the damage found on the cannula cap due to excessive forces applied to the device during use. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How many straps dropped into abdominal cavity? Were the straps which dropped into abdominal cavity removed from patient during same procedure? Were any additional intervention necessary to remove the loose straps? Any other intra-op complications? How was the procedure completed? Was a simultaneous bilateral hernia repair planned for the surgery on march 15th? If yes, what was the reason to repair only one side by this surgery? You reported that "this surgery they repair only one side, therefore the patient need one more surgery for the second side." Was a second device opened to complete the initial surgery? Was the problem with the straps not adhering to the tissue/mesh or was the difficulty that multiple straps deployed at once? During evaluation, it was noticed that the cannula cap broken and not returned. One possible cause for the damage found on the cannula cap due to excessive forces applied to the device during use. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure for only one side on (B)(6) 2017 and the absorbable straps were used. During mesh fixation, some straps did not fixed the mesh, but dropped freely into the abdominal cavity. The patient was stable immediately after the event. Additionally, during the evaluation, it was noticed that the cannula cap broken and not returned. Additional information has been requested.

Manufacturer narrative:
This medwatch report is being voided as new information has been received and this file no longer meets the criteria of a reportable malfunction.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The analysis results found that the device was returned with the cannula cap partially broken. One possible cause for the damage found on the cannula cap due to excessive forces applied to the device during use. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure for only one side on (B)(6) 2017 and the absorbable straps were used. During the evaluation, it was noticed that the cannula cap was broken and only partially returned. Additional information has been requested.